Event description:
It was reported that during an unknown procedure staples were malformed after the firing. The surgeon suture to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Results: nonconforming staple stack. The analysis results confirmed that the device was returned in good visual condition. When tested for functionality the device fired and formed 12 staples as intended, however after the 12th firing the staple stack became jammed not allowing the device to fire the remaining staples. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.